Event description:
It is reported that the pt underwent a revision surgery due to infection.

Manufacturer narrative:
Eval summary: the original and revision surgical notes show that proper surgical technique was followed. No x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. Eval: device history records indicate all components were mfg and inspected to spec. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0x 10(-6) or better. The mfg lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release.